Event description:
It was reported that the patient presented for a follow up next day post procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged which was confirmed via chest x-ray and fluoroscopy. Attempts were made to reposition the lead, upon repositioning attempts, the ra lead was found to have failed to sense, and the lead was also noted to have kept dislodging due to steroid plug stuck near its helix; after the steroid plug was removed, the ra lead was reimplanted successfully on (B)(6) 2025. The patient was stable throughout the procedure.